Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the fixed screw of the motor of the filter was detached, resulting in flickering front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus that the front panel of the xenon light source was flashing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the fixing screw of the filter motor came off and the front panel flickered. Olympus will continue to monitor field performance for this device.